Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 437 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer also stated that she was ill had influenza and had therapy and that made her blood glucose level elevate. The insulin pump will not be returned for the analysis.